Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. During implant the right atrial disc of the occluder took on a bulbous shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 35mm amplatzer multi-fenestrated septal occluder - cribriform using the same delivery system. There was some interaction with cardiac structures. There were no angulations or kinks noted on the delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on received information the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported event occurred.